Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the affiliate that prior to a breast biopsy procedure, the device could not pass self-test. Error code "l3-021". Then changed another one to complete the or. No patient consequence. No device returning.